Event description:
It was reported that during a videi laparoscopical gastroplasty procedure, the reload did not fire completely. It is unk how the case was completed. No pt consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was damaged. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.